Event description:
It is alleged that during a case the scalpel/electrocautery, which was used with the round cautery hook, shorted out and started to arc into the instrument head. It was reported that a different scalpel/electrocautery and hook were used to complete the case. No injury to the pt was reported.